Event description:
It was reported that, when powering on an 840 ventilator had a blank screen. There was no patient involvement. The service engineer inspected the device and replaced the graphic user interface (gui) central processing unit (cpu), breath delivery unit cpu and performed extended self-testing on the device and all tests passed.